Event description:
Report from customer on a bravo capsule, which failed to detach. This incident is from 2007, but the product was not related to given imaging until recently. Unclear if medtronics had already reported this incident.